Event description:
Caller alleged discrepant high inratio2 results. Results as follows: distributor reports that for a while, a customer doesn't feel safe with the inratio meter results. The customer received additional training at the (B)(6) medical office and was given a different inratio meter. The customer brought the meter back with the same claim. A test was performed using the representative's inratio meter and strips with the following results: inratio: 2.3, lab: 1.55. Therapeutic range: unk. No patient information was provided.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of previous in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.